Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm failure, hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2021, a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was prescribed zofran and was told to take 4 mg: 1 tab under tongue every six hours for the nausea and promethazine 25 mg: 1/2 tablet every four hours.